Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures of the product provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause of the reported issue is attributed to an injury or accident, according to the details provided in the complaint description. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to prior event description provided.

Manufacturer narrative:
(B)(4). D10: 110024463, item name: g7 dual mobility liner 42mm e, lot #: unk. 00877502803, item name: biolox delta, ceramic femoral head, lot #: unknown. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 3 years and 5 months post implantation due to the patient dislocating their hip and disassociating the bearing from the head after being hit by a large dog. During the revision procedure noted osteophyte causing some impingement which was removed. There is no additional information available at the time of this report.